Event description:
After 15 minutes of the start of the procedure, the short circuit error displayed. In the end of the procedure, the probe damage error displayed. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the ptfe pad severely wore and was partially separated. There was a contact mark of the probe and jaw. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is know that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section began contacting each other, and the scratches indicated that the probe and grasping section were in contact with each other. Due to the contact during activating output, some error displayed. Based upon the finding of the eval, this report appears to be related to user handing. This report is being submitted as a medical device report in an abundance of caution.